Manufacturer narrative:
(B)(4). Received via customer medwatch report# (B)(4). The site has indicated that the incident unit will not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the appropriate device history records for this serial number found no entries potentially pertinent to the customer's report.

Event description:
The customer reported that a significant full thickness burn occurred during a very long and complex experimental spinal surgery. The patient was described as very ill with cancer and neurological issues, and was staying at the hospital for an extended period of time. The purpose of the surgery was to increase comfort for the patient by relieving pain. The surgery was between 12-17.5 hours long and involved a few different surgical teams. Chloraprep had been used to prepare the patient's sterile field. There were 28 iom needle leads placed on the patient. Plastics required that the patient's entire back, back of the left upper leg, and the entire right leg of the patient be prepped for potential flap harvest, therefore, the available area for the placement of the iom needle leads and the return electrode pad was limited. The pad was placed on the patient's left thigh approximately 1 ½ inches from the left quadriceps iom lead. The left quadriceps iom lead was at or near the center of the burn, and had been covered with a mepilex 3x3 inch gauze pad. The burn was approximately 2 inches in diameter and full thickness. Two plastic drapes had been used to cover the patient prior to MRI scans being taken in the or during this procedure. The first drape was cut and opened to form a cylinder while the second drape was left intact. The purpose was to create a longer plastic barrier to protect the long sterile field. The patient was found to be saturated in perspiration after the MRI when the plastic drapes were removed. It was also noted that the MRI coil appeared to have slipped off the patient and was found on the right side of the patient. The burn was discovered when the drapes were removed after the surgery. The site states that with the patient sweating, they believe the needle became conductive, resulting in the burn. The patient burn was treated by plastics; the specifics were not provided.